Event description:
A customer reported a crack on the screen and body of the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined a follow-up from technical support and no further information was obtained, as the customer is currently out-of-warranty and in the process of renewal.